Manufacturer narrative:
One device was returned for investigation. Visual and functional testing was performed. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced. Review of event log found 1 related alarm in history. Review of service history found primary audible alarm events reported by customer. Device passed all testing criteria post repair.

Event description:
It was reported that the device has a frequent primary audible alarm. There was patient involvement but no patient harm reported.